Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Insufficient medical records were received for review with a clinical consultant. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, operative reports, x-rays and patient medical records would be helpful in investigating this event further.

Event description:
Revision of accolade femoral stem, head, and liner. On (B)(6) 2013, the sales rep indicated that the reason for the revision was that the surgeon originally implanted an undersized stem and over time the stem loosened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
Revision of accolade femoral stem, head, and liner. On (B)(6) 2013, the sales rep indicated that the reason for the revision was that the surgeon originally implanted an undersized stem and over time the stem loosened.